Manufacturer narrative:
Date sent to the FDA: 04/26/2016. It was reported that the patient underwent a gynecological procedure on (B)(6) 2011, prolene and tvt were implanted concurrently with vaginal hysterectomy and laparoscopic sacrocolpopexy . No additional information was provided. In addition, records for batch (B)(4) were reviewed for in process. Review indicates that all records were within specifications. No events were related to the nature of complaint. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2012 and pelvicol and monarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.